Manufacturer narrative:
Product evaluation: product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the lens was removed due to being the "wrong power". Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. Additional information was received, which indicated that in the surgeon's opinion, the iol did not cause or contribute to the reported event. The replacement iol was three diopters different than the initially implanted iol. For that reason, the reported event is considered to be attributed to a calculation error.